Manufacturer narrative:
The customer determined the system was operational and cancelled the service call.

Event description:
The customer reported the 9900 system displayed a system error message and powered down during a case. No pt injury was reported.